Event description:
It was reported that there was a hole in the sterile package. The issue was found when they had unboxed of product for stocking shelves.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The sample was produced on 5/10/2011 on the packaging workcenter. The tyvek was visually examined and it was confirmed that a hole was present on the tyvek. The hole was formed when the device jaw broke through the protective cap and made holes in both the top and bottom stock of the primary package at the fold of the package. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.